Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Patient reported the day prior to the event they noticed ¿little wires in it.¿ the remote could not find the device but just said the device could not be found. Patient thought something might be unhooked and that ¿it just spins and a #20 on the bottom right.¿ the surgery part where it hooks up didn't seem to connect. After trying to clarify the patient reported the piece wasn¿t working at that point. Patient stated ¿they can tell it¿s not in them, usually they feel some sort of something and can tell something is wrong.¿ no further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type lead.

Event description:
Additional information was received from the patient. Serial number of the external neurostimulator (ens) is unknown. Patient gave her weight at the time of the event and the issue was resolved a long time ago. No further patient complications have been reported as a result of this event.